Event description:
I started pump after the proper training class. I called and had to change the settings every 2-3 days due to highs and lows not being regulated. The last day wearing it I started morning low 70, day high 300 plus, afternoon low 60. My body could not take these swings after 2 weeks. Even my physician feels the pump is malfunctioning.